Event description:
It was reported that the final line of the cassette disconnected from the solution bag during fill of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The technical service representative assisted the patient with ending therapy and advised to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported connection issue could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.